Manufacturer narrative:
(B)(4). Date sent: 9/29/2023. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "does the author/surgeon believe that the ethicon devices mentioned in this article caused/contributed to the reported events in the article?" This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by journal article: title: clipping inguinal lymphatics decreases lymphorrhoea after lymphadenectomy following cancer treatment: results from a randomized clinical trial. Authors: palaniappan ravisankar, kanuj malik, anand raja & kathiresan narayanaswamy. Citation: scandinavian journal of urology (2021); 55:6, 480-485. Https://doi.org/10.1080/21681805.2021.1980096. The aim of this investigator-designed, single institution and randomized phase ii study was to evaluate the potential role of intra-operative mapping of lymphatic leakage with peri-incisional methylene blue injection and clipping of lymphatics after inguinal block dissection in reducing postoperative lymphorrhea. A total of 39 inguinal dissections or ilioinguinal dissections for penile cancers, skin cancers, soft tissue sarcomas, urethral cancers and rectal cancers between (B)(6) 2017 to (B)(6) 2018 were included in the study. The randomization include 19 dissections (interventional group; n=17 patients; 18 male and 1 female) and 20 dissections (control group; n=19 patients; 16 male and 4 female). The mean age was 56.32 years and 56.5 years, respectively. In the intervention group, after the completion of inguinal dissection, two ml of methylene blue dye was injected 4¿8cm from the incision to identify the leaking lymphatics and they were clipped using ligaclip® (product code lt 100 and lt 200, ethicon, johnson and johnson ltd.). The follow-up period for each patient extended from the day of randomization till the day of drain removal. Reported complications include skin necrosis (n=?) And wound erythema due to surgical site infection (n=1). In conclusion, the intraoperative mapping of lymphatic channels using methylene blue after inguinal dissection reduces the number of days of drain in situ.